Manufacturer narrative:
Visual inspection confirmed the customer's experience as the collar of the male luer had been broken into multiple pieces. Functional testing was not performed. A definitive root cause for the damaged male luer collar could not be determined

Event description:
Feedback suggests the clamp wheel luer lock was disengaged from the luer component. (B)(4).

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Feedback suggests the clamp wheel luer lock was disengaged from the luer component. There was no harm to user or patient reported.